Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that they could not go below 400mg/dl and for the past week could not get below 200mg/dl. Customer¿s blood glucose value at the time of incident was 411mg/dl. Customer treated with change of set and pump bolus and had syringes as back up. The drive support cap was normal. Insulin pump will not be returned for analysis.